Event description:
A patient reported to be at the end of treatment with their day aligners and their teeth still do not look the way they were promised. The patient said that the lateral incisors still angle towards the center. Some teeth are still so tight to floss that they shred the floss, while others have too much gap and collect a lot of food particles. During their last dental visit, they were diagnosed with periodontal gum disease, and they believe it is because of the grinding with these aligners on for so long.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.